Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor was displaying a service code 110 and failed testing. The cause for the service code was isolated to defective u1005 and u1004 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 110.